Manufacturer narrative:
Manufacturing site: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore date of this report and date received by manufacturer are the same as the date in. Returned to manufacturer. Corsair pro microcatheter and gaia second guide wire were returned for evaluation. Both devices were stuck on each other when returned. [Corsair pro] the tip of the corsair pro was found stretched. Strands on the shaft were disarranged due to accumulated torsion. Microscopic observation found the tip was slit and the very distal part of the tip was missing. Multiple circumferential cracks were observed proximal to the torn end of the tip, indicating tensile stress had contributed to tearing of the tip. There were helical and circumferential scratches throughout the tip, which were most likely made by contacting calcified plaque. [Gaia second] the returned gaia second had its coil fractured at approximately 35mm from the tip. Distal to the fracture end, the coil was loosened due to continuous rotations. Proximal to the fracture end, disarrangement by accumulated torsion was observed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the corsair pro being stuck on the gaia second was likely due to stretching of the tip of the corsair pro. Stretching of the tip was most likely attributed to tensile stress generated with removal. The stress would exceed the product design limit when the tip of the corsair pro was bit and caught by the calcified cto, making the tip stretch and the catheter lumen become narrowed. Damage observed on the tip suggested that tearing of the tip was most likely attributed to the patient anatomy. As for fracture of the coil of the gaia second, it was presumed that torsion had most likely contributed when the tip of the gaia second was also caught by the lesion. The applied stress would localize and therefore exceed the product design limit, fracturing the coil. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi gaia second guide wire and corsair pro microcatheter became stuck one another during a percutaneous coronary intervention (pci) to treat a moderately calcified, moderately tortuous chronic total occlusion (cto) in the right coronary artery (rca). The microcatheter was advanced over the guide wire and upon removal of the microcatheter, the guide wire was found wedged inside the microcatheter. Both devices were removed together. The patient was in good health and had no adverse effects associated with this event. Corsair pro: MFR report # 3003775027-2021-00094; gaia second.